Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported during a cataract extraction with intraocular lens implant procedure phacoemulsification was lost. The system tuned normally. There was no system message code displayed. The tip and the handpiece were exchanged with no resolution to the problem. The surgery was completed using an alternate system with no harm to the patient.